Manufacturer narrative:
The customer found that the slingbar broke during use. In the user manual for viking m under safety instructions it is stated: before lifting, always make sure that: the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift; the lifting accessory hangs vertically and can move freely; the lifting accessories is selected appropriately in terms of type, size, material and design with regard to the patient¿s needs; the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; the latches are intact; missing or damaged latches must always be replaced; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended but before the patient is lifted from the underlying surface a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer replaced the slingbar and slingbar assembly set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the slingbar broke while lifting a patient. The patient fell into the chair below them. There was no patient/user injury reported. The lift was located in patient room 214b at the account. This report was filed in our complaint handling system as complaint (B)(4).